Event description:
It was reported that the patient had an open wound on top of the guardian burr hole cover on the left. As a result, surgical intervention was undertaken wherein the wound was irrigated. The patient was administered IV antibiotics. It is unknown which burr hole cover has the open wound.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 guardian burr hole covers. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: guardian burr hole cover, model: 6010, UDI: (B)(4) batch: 8197522.

Event description:
Related manufacturer reference number:1627487-2022-05356, related manufacturer reference number:1627487-2022-05357. Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the left side of the system was explanted to address the issue.

Manufacturer narrative:
Correction: device information updated as it is now known which burr hole cover was involved in the event. During processing of this complaint, attempts were made to obtain complete patient information. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.